Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was installed onto the patient side cart (psc) fixture test platform (pftp) and triggered error 32100 (local fault reaction logic was hit because of a hardware IV monitoring error) on usm power up. After reseating the pitch brake cable connector on axes controller arm (aca), the error was no longer triggered. It was noticed that the pitch brake cable connector fit was loose. When another pitch brake cable connector was inserted into the brake socket of the aca, it was also loose, indicating that the aca pitch brake connector socket is damaged. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to a damaged aca pitch brake connector socket in the usm. This issue may be resolved by fse service to replace the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: (B)(4) universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the operating room staff called in after a procedure to report an error on arm 3. They were able to complete the case but had to disable the arm. The logs had not fully populated at the time of the report.